Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the rca. Approx 2.5 months post index procedure, the patient passed away. Safety assessed the event as possibly related to the device but not related to anti-platelet medication.

Manufacturer narrative:
Cec adjudicated that the event was death, non cardiovascular. Cec commented that death was from cancer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of cancer. The investigator assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.